Event description:
It was reported the patient underwent an extreme lateral lumbar fusion at l3-4 using rhbmp-2/acs. Following the surgeries, the patient had significant pain in the area of the fusion surgery and extremities. The patient underwent additional imaging that showed that the patient had developed bony overgrowth. The patient has received significant medical treatment to care for the injuries caused by the original fusion surgeries. The patient has never recovered from her surgery, and she has daily, disabling pain that prevents her from performing many basic activities of daily living.

Manufacturer narrative:
(B)(4) (pseudoarthrosis). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2009: the patient was pre-operatively diagnosed with degenerative disc disease and instability at the l3-l4 level and underwent extreme lateral fusion of l3-l4 from the left side with total discectomy, inter body fusion, and titanium plate stabilization. As per op-notes, ¿ we chose the trials and chose a 10 mm high lordosed cage. This was then packed with two allograft sponges and an rhbmp-2 sponge.¿ the patient tolerated the procedure well. On (B)(6) 2011: the patient was pre-operatively diagnosed with pseudoarthrosis c6-c7, cervical spondylosis and cervical radiculopathy a nd underwent the following procedures: removal of anterior cervical plate c6-c7, drill down of old pseudoarthrosis fusion at c6-c7 decompression of the cord, anterior discectomy c7-t1, decompression of the cord with microdissection, placement of structural allograft bone and titanium plate at c6-c7 and c7-t1 and posterior cervical laminectomy c3-c4 on the left with c3-c4 foraminotomy, bilateral c6-c7 foraminotomies and decompressions, bilateral c7-t1 decompressive laminectomies, bilateral t1-t2 decompressive laminectomies and foraminotomies with microdissection, placement of lateral masss screws in the right at c5-c6. Pedicle screws at c7 and t1-t2 bilaterally, placement of lateral mass screws on the left at c5, pedicle screws at c7, t1 and t2 with titanium rod and posterior lateral fusion with allograft bone.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.